Event description:
The patient admited for angina. The target leison was bifurcating, eccentric, calcified long (40mm), type c lesion in the proximal through nud-lad and diagonal branch. This lesion was not be novo and had been treated previously with balloon angiography and rotational atherectomy (rotabldor). The procedure was an elective case. Heparin was administered via IV. Rotablador was conducted within the vessel. Then pre-dilatation was conducted with a balloon (2.5 x 15mm ) at 10atm for 30 seconds in the mid-lad. A 2nd cypher (2.5 x 18mm) was implanted at 14atm for 30 seconds in the diagonal branch (bifurcation). Then a 3rd cypher (3.0 x 18mm) was implanted at 18atm for 30 seconds via the modified t-stent in the proximal lad, overlapping the initial cypher on the proximal end. Post-dilation was not conducted. Ivus was conducted. Timi flow before the procedure was ii at in the diagonal and ii in the lad and iii after the procedure for both vessels. The residual % of stenosis after the procedure was 0%. Act was not measured. The patient was discharged on aspirin, ticlid and cilostazol. Approximately 6 days later, the patient complained of chest pain the day before and returned to the hospital. Repeat angiography revealed a thrombus only in the cyhper implanted within the mid-lad. To treat the thrombus, aspiration was conducted and poba (hinode; 2.5/15mm) at 12atm 30 seconds. During treatment, a dessection occurred so an additional cypher (2.5 x 23 mm) was implanted to 20 atms distal to the cypher implanted in the mid-lad.